Manufacturer narrative:
B7: patient medical history includes but is not limited to: htn, hypercholesteroemia, sleep apnea, histor of tia. D10: patient medications include but are not limited to: amlodipine, atorvastatin, flexeril, losartan, metoprolol succinate ER, naproxdn tablet, spironolactone, tadalafil. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a zone 5 descending thoracic aortic aneurysm and was implanted with gore® excluder® thoracoabdominal branch endoprosthesis (tambe). It was reported that during implant of the gore® excluder® iliac branch component the device was almost completely pulled out of the 3cm overlap zone during removal of the device delivery system. A gore® tag® conformable thoracic stent graft was implanted to bridge any gap and reline the area. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis were used as branch devices in the superior mesenteric artery, celiac artery, right and left renal arteries. A gore® tri lumen catheter was used to gain through and through wire access to the branch arteries. The procedure was completed with good technical results. The patient tolerated the procedure. On (B)(6) 2024, it was reported that the patient awoke and had no feeling in his legs. The patient underwent placement of a spinal drain. The physician does not know what caused the paraplegia. The patient is being monitored in the intensive care unit (ICU) and was reported to have started regaining movement in his right leg and can move his left foot.